Manufacturer narrative:
Device not released from implant site.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Following the successful implantation of the device and aneurysm exclusion, the patient's left foot had no pulse, believed to be due to a potential blood clot. Because multiple attempts to resolve the blood clot were unsuccessful and resulted in prolonged patient anesthesia time (9 hours), the physician elected to perform a surgical bypass. Based on a follow-up communication received from the physician, the patient later expired that night following the bypass procedure. As of the date of this report, the exact cause of death has not been confirmed.